Manufacturer narrative:
An investigation was initiated in response to a customer complaint of false positive cefoxitin screen results for a patient staphylococcus aureus isolate in association with the vitek® 2 ast-p652 test kit (ref 421857, lot 8021138103). The customer's strain was submitted for investigation. A polymorphism was observed on the original sample (two different hemolysis), so both isolated colonies and the mass were tested. The identification to s. Aureus were confirmed on the vitek® 2 gp ID test kit on the mass and both isolated colonies. Reference methods (results obtained for both isolates and mass): pcr meca/mecc = negative, cefoxitin disk diffusion = susceptible (d = 24 mm), oxacillin agar dilution: mic = 1 mg/l (susceptible), cefoxitin broth microdilution: mic = 8 mg/l (resistant). Vitek® 2 testing was performed on ast-p652 cards including the customer's lot (8021138103 called cl) and a random lot (lot 8021067103 called rl)). On the mass : negative oxsf test results and ¿wild or acquired penicillinase¿ phenotypes were obtained on both lots tested. Ox mic = 2 mg/l s, on the cl and ox mic = 0.5 mg/l s on the rl. On isolated colonies : positive oxsf test results and ¿modification of pbp¿ phenotypes were obtained on both lots tested. Colony a : ox mic = 4 mg/l r, obtained once on the cl. Colony a : ox mic = 1 mg/l s, obtained once on the rl. Colony b : ox mic = 2 mg/l s, obtained once on each lots tested. Conclusion : the customer positive oxsf tests on ast-p652 card are reproduced in-house. The strain is suspected to be a borsa (borderline oxacillin resistant s. Aureus). Ast-p652, lot 8021138103 (cl) and 8021067103 (rl) met final qc release criteria.

Event description:
A customer in (B)(6) notified biomérieux of false positive cefoxitin screen results for a patient staphylococcus aureus isolate in association with the vitek® 2 ast-p652 test kit (ref 421857, lot 8021138103). (B)(6) was reported to the physician and treatment was initiated for decolonization with bactroban and hibiscrub (chlorhexidine gluconate). There is no indication or report from the customer that the false positive cefoxitin screen result or treatment led to any adverse event related to the patient's state of health. Repeat testing with the vitek® 2 ast-p652 test kit also obtained false positive cefoxitin screen results. Alternative test methods indicated the expected cefoxitin screen results should be negative. Initial vitek® 2: cefoxitin screen = pos. Repeat vitek® 2: cefoxitin screen = pos. Pbp2a = neg. Meca = neg. Mecc = neg. A biomérieux internal investigation will be initiated.